Manufacturer narrative:
Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a coolsculpting control unit "leaking the most, even though the lower module was replaced ... Seems to be leaking from under the lower module, as there is liquid under the machine ... In the coolant pipe, it seems like there is a part missing, there [are] no 'lines' on the pipe, like there is no pipe attached". There was no patient or provider safety impact.